Event description:
It was reported that "during preventative maintenance (pm) it was found that the machine displayed a leak alarm. A leak test was performed. All connections are well tightened between the helium bottle to the balloon connector, no presence of leak. No presence of blood inside the machine. The user replaced the pneumatic module with another one and the problem disappeared". Additional information has been requested to the complainant but no response submitted at time of report.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally, no recorder strip was returned for investigation. Per the service report, changing the tubing between the pcs and augmentation valve resolved the issue. The reported complaint of leak alarm 3 is confirmed. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during preventative maintenance (pm) it was found that the machine displayed a leak alarm. A leak test was performed. All connections are well tightened between the helium bottle to the balloon connector, no presence of leak. No presence of blood inside the machine. The user replaced the pneumatic module with another one and the problem disappeared". Additional information has been requested to the complainant but no response submitted at time of report.